Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm 7300tfx mitral valve implanted four (4) years is being evaluated for valve-in-valve procedure due to severe symptomatic mitral stenosis and calcification. Recent covid-19+, procedure has not yet been scheduled per medical records received, the patient presented with worsening dyspnea, class iii chronic diastolic congestive heart failure. Echo and tee showed leaflet calcification, doming (anterior leaflet bulge) and restriction with severe stenosis, mild mitral regurgitation and tricuspid regurgitation.

Event description:
Patient received a 26 ultra valve (9750tfx26) via transeptal approach. Mean gradient to start was 14mmhg and was reduced to 2mmhg, no procedural complications.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including rheumatic mitral stenosis/calcification, hyperlipidemia, type ii diabetes mellitus, and hypercholesterolemia.